Manufacturer narrative:
According to the customer, the catheter "split" while it was inside the patient. The customer reported the patient had the same issue with a "range of different catheters and doubts the medline catheter was at fault". The customer reported did not report any serious injury, medical intervention/attention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the catheter "split" while it was inside the patient.